Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient ID: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2018 a patient underwent hardware removal due to infection. The devices removed were one (1) hindfoot arthrodesis cannulated nail, one (1) titanium spiral blade, one (1) 6.0mm titanium locking screw, one (1) titanium end cap, one (1) titanium locking screw 50mm, and two (2) titanium locking screws 30mm. The original implant for the devices is (B)(6) 2018. The patient and procedure outcome is unknown. Concomitant devices reported: vivigen formable biologic tissue matrix (product# bl-1600.002, lot unknown, quantity 1). This report is for (1) ti end cap t25 strdrv hindfoot arthro nail-ex spiral blade. This complaint involves seven (7) devices. This report is 4 of 7 for (B)(4).